Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration date, device manufacture dates are unknown. Premarket/510(k) #: k163248 & k151895. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endobronchial ultrasound bronchoscopy (ebus) procedure performed on an unknown date. According to the complainant, during procedure, the needle coiled too much which resulted in the needle poking the mediastinum and causing a pneumothorax. It is unknown how this procedure was completed. Despite the report of prolonged hospitalization, the patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.